Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination on the battery pca. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger and reported that it was unable to charge battery packs.